Manufacturer narrative:
(B)(4): the customer reported a general system test failure. There was no reported pt involvement. A philips field service engineer evaluated the device. The device was found to have a power supply failure message. The processor pca was replaced to resolve the failure. After passing all performance assurance testing, the device was returned to use. This was a malfunction of the power pca that caused a power supply error.

Event description:
The customer reported a general system test failure.